Event description:
Philips received a complaint by the customer on the v60 indicating that the devices navigation button did not work properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the accept button was not working properly and is requesting replacement. The rse created a work order to have a switch printed circuit board assembly (pcba) replacement shipped to customer. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe), it has been confirmed that the pcba, switch, v60 has been replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer called back into technical support for continued troubleshooting. The remote service engineer (rse) advised customer to check if the switch cable is fully seated into its connector on the switch printed circuit board assembly (pcba) and the push button on the switch pcba is positioned correctly. The investigation is ongoing.